Event description:
In 2005 the lay user/reporter called lifescan alleging that her family member's one touch ultra meter was having the following issues: incorrect unit of measurement, missing display segments, and battery/power problem. The medical affairs specialist mailed a letter to the lay user/patient in 2005 since the patient could not be reached by telephone. In 2005 the reporter found her family member unconscious at 5:30am and was unable to revive her. She called the "emt" who arrived at an unknown time. The patient stated that the "emt" may have "possibly" given her a "glucose injection" and took her to the hospital. At the hospital, she was given an IV with contents unknown. The patient has since been discharged from the hospital and has returned home. It would have been helpful to know the following: when the meter issues started, how had she been testing and treating herself while having the issues, when was the last time she was able to use the meter, if she has a backup meter, if she recalls changing the unit of measurement setting, the last time she changed the meter's battery, what food, drink(s), medication(s) the patient may have taken prior to the event, if she developed any acute diabetic symptoms before the event, if the reporter tried testing the patient's blood glucose during he event, if the "emt" and hospital tested her blood glucose, what medical interventions she received by the "emt" and at the hospital, what her current medications are, and if any adjustments were made to her medications regimen. The customer care advocate (cca) was unable to resolve the display issue and also the power issue since she did not have a replacement battery. The meter, test strips, and control solution were replaced. This complaint is being reported due to the fact that the patient could not use the meter to test her blood glucose level, she became "unconscious," and required medical intervention.